Event description:
It was reported that the device was unable to be implanted. Device was exposed to electrocautery and short circuit was suspected. A new device was implanted. Patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of an inability to implant the device was not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The reported inability to implant the device could not be determined.